Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, the customer stated was able to prime tubing after checking for a straight connection with the tubing. Additionally, the customer stated that a high blood glucose level because the customer did not charge the pump and allowed the pump into storage mode. The customer's blood glucose was 300 mg/dl. The customer delivered a bolus.